Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted and the motor passed motor test. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. The drive support was inspected and no anomaly was noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer's blood glucose was 444 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting. The insulin did not exit during prime. The customer changed the infusion set. The insulin did exit during plunger push and the insulin pump did not alarm no delivery. The insulin pump was returned for analysis.